Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.50x12mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. During the procedure, it was noticed that the balloon shaft snapped in half . The break was approximately between 15 to 20cm from the hub. However, the problem occurred outside from the patient. The procedure was completed with a different stent. No patient complications were reported and the patient's status was okay.